Manufacturer narrative:
Device passed self test, basic occlusion test, displacement test and rewind test. Device was monitored and no audio beep anomaly or vibration anomaly noted. The battery icons and reservoir alarm functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had not signaled battery and reservoir alarms. The blood glucose level was unknown. The troubleshooting was not performed. The insulin pump will be returned for analysis.